Event description:
Failure to alarm in ICU the patient start to coagulate under dressing (as wished) and a blockage happened in the dressing, not detected by the device as mentioned in the IFU, no leakage alarm was detected when is happening as mentioned in the IFU, but the nurse present 24h on the bed side saw the blood on the floor because the patient was under a special blanket to keep the temperature normal. The seal of the dressing has been lost and the dressing technique (3hours) has been made. The leak alarm has not been detected because a blockage was in the dressing (foam). The dressing was still contracted on the wound bed even if a blockage was there. No sing of blockage couldn't be evaluate.

Event description:
Failure to alarm in ICU the patient start to coagulate under dressing (as wished) and a blockage happened in the dressing, not detected by the device as mentioned in the IFU, no leakage alarm was detected when is happening as mentioned in the IFU, but the nurse present 24h on the bed side saw the blood on the floor because the patient was under a special blanket to keep the temperature normal. The seal of the dressing has been lost and the dressing technique (3hours) has been made. The leak alarm has not been detected because a blockage was in the dressing (foam). The dressing was still contracted on the wound bed even if a blockage was there.